Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch f was aslo the MFR. No medwach form was received from the initial reporter or product user. No defect was found in the returned iab. Inspection of the balloon disclosed no defects. Underwater leak testing revealed no leaks in the device. Device labelling code is 1738.

Event description:
The iab was inserted into the pt at 12:00 noon. In the evening, the "helium gas leak" alarm sounded from the system 97 pump and the iab leaked. Blood was noted in the catheter.